Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens. The lens tore coming out of the injector as the lens was inserted into the eye. Lens was removed with no widen incision and no suture was required.

Manufacturer narrative:
(B) (4). (B) (4)